Event description:
It was reported that the subject device's flow was not adjusting during a pre shift testing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h4 and h6 the device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the cause was not established, investigation findings do not lead to a clear conclusion about the cause of the reported adverse event a device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's flow was not adjusting during a pre shift testing. There were no reports of patient involvement.